Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc). The hp was not connected in drain one but reconnected after the alarm. The technical service representative (tsr) had the hp close all clamps and transfer set and cycle power. The tsr advised the hp they need to start over with all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly opening the transfer set and provides instructions for properly disconnecting during emergencies. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.